Event description:
Documentation provided by the complainant when the unit was returned to zoll's technical service department, alleged that the pacemaker's output was stuck at 130ma. The complainant indicated that there was no pt involvement in the reported failure.